Manufacturer narrative:
(B)(4). Batch #n91a3f. The device was received with the upper jaw detached returned and the lower jaw broken at the welding points. The device was connected to the generator and it was recognized. Due to the damage to the jaws not all functional testing could be performed with the generator. The condition of the jaw prevented the functionality of the device. The instrument was unable to fully cycle open and close. Due to the condition of the device, we are unable to investigate further the tissue effect issues. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy the device did not work as it was intended to. It is unknown how the procedure was completed and there were no patient consequences reported. There is no additional information available.